Event description:
This unsolicited device case from united states was received on 17-aug-2015 from a patient via health authority. This case concerns a male patient (age not provided) who experienced severe stiffness in right knee, severe swelling in right knee, severe pain in right knee and right knee drained with 100 cc synovial fluid after receiving treatment with synvisc one injection. No past drugs, medical history, concomitant medication and concurrent condition were reported. On an unknown date, the patient initiated treatment with intra articular synvisc one injection, once (dose, batch/lot number and expiration date: not provided) in right knee for right knee osteoarthritis. On (B)(6) 2015, after unknown latency, patient experienced severe stiffness, pain and swelling in right knee. On an unspecified date in (B)(6) 2015, patient's right knee was drained with almost 100 cc synovial fluid. It was reported that the severe pain still persisted. Corrective treatment: 100 cc of synovial fluid extracted for severe swelling in right knee and not reported for rest of the events. Outcome: not recovered for severe pain in right knee and unknown for rest of the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: disability for severe stiffness in right knee, severe swelling in right knee and severe pain in right knee. Follow up was received on 20-aug-2015. No new information received. Additional information was received on 01-sep-2015. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This unsolicited device case from united states was received on 17-aug-2015 from a patient via health authority. This case concerns a male patient (age not provided) who experienced severe stiffness in right knee, severe swelling in right knee, severe pain in right knee and right knee drained with 100 cc synovial fluid after receiving treatment with synvisc one injection. No past drugs, medical history, concomitant medication and concurrent condition were reported. On an unknown date, the patient initiated treatment with intra articular synvisc one injection, once (dose, batch/lot number and expiration date: not provided) in right knee for right knee osteoarthritis. On (B)(6) 2015, after unknown latency, patient experienced severe stiffness, pain and swelling in right knee. On an unspecified date in (B)(6) 2015, patient's right knee was drained with almost 100 cc synovial fluid. It was reported that the severe pain still persisted. Corrective treatment: 100 cc of synovial fluid extracted for severe swelling in right knee and not reported for rest of the events. Outcome: not recovered for severe pain in right knee and unknown for rest of the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: disability for severe stiffness in right knee, severe swelling in right knee and severe pain in right knee pharmacovigilance comment: (B)(4) comment dated 21-aug-2015: this case concerns a patient who received treatment with synvisc one for right knee osteoarthritis. Later the patient developed severe stiffness and faced disability after receiving the injection in right knee. Since the event occurred in close proximity with the administration of the synvisc one injection, thus the causal role of suspect cannot denied for the occurrence of the event. However lack of information regarding the patient's medical history and concomitant medications, concurrent condition, clinical course, exact cause leading to disability and past drugs precludes complete case assessment.